Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tha was performed on (B)(6) 2012. The revision surgery was performed on (B)(6) 2024 due to broken of the stem neck.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via device evaluation. Method & results: -device evaluation and results: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. -clinician review: no medical records were received for review with a clinical consultant -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the head from the stem caused by trunnion wear. The event was confirmed by device evaluation whereby visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. Damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tha was performed on (B)(6) 2012. The revision surgery was performed on sep 24, 2024, due to broken of the stem neck.